Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The reported patient's outcome could not be conclusively determined. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch report # mw5057948 that stated: "use of morcellation during procedure on (B)(6) 2015, patient underwent a da vinci laparoscopic supracervical hysterectomy with y mesh sacral colpopexy and tension free vaginal tape midurethral sling. Procedure was uneventful. On an unknown date, the physician received a word that the pathology results were positive for endometrial carcinoma. Patient did not have uterine fibroids, and had no significant health history. This patient has been evaluated for grade 3 utero-vaginal prolapse and stress urinary incontinence. Review of systems: the patient denies any headache, no acute visual disturbances, no stuffy or runny nose or sore throat. Denies any difficulty swallowing or restriction of neck movement. She denies any chest pain, cough or shortness of breath, denies an abdominal pain, no nausea, vomiting, diarrhea or constipation. Denies any dysuria or hematuria. She denies any pain or swelling of the lower extremity. She denies any loss of consciousness or slurring of the speech." Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the patient returned to the user facility on 11/25/15 to undergo a cervical stamp removal and staging biopsy follow-up procedure. The biopsy results were negative. The patient is currently negative for endometrial carcinoma and is not being medically treated. No further information was provided.